Event description:
Eclipse ivcf found to be fractured with one arm retained locally stuck within filter. During removal, the fragment migrated to the left pa and was retrieved from there. Filter removed with forceps. FDA safety report ID# (B)(4).